Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 421 mg/dl. Customer's other blood glucose value was 329 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer confirmed being off the insulin pump since tuesday (B)(6) 2019. The customer experienced symptoms such as felt weak. The device will not be returned for analysis.